Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop due to the modular cable being cut. The controller event log file contained events consistent with gradual depletion of the 14v batteries, followed by depletion of the backup battery, resulting in the pump stopping. The pump restarted as designed once external power was reconnected. Prior to and after the observed battery depletion the pump appeared to be operating as intended. The controller event log file contained events on 23feb2026 from 17:06:20 through 21:51:51, per the timestamps. The log file captured driveline power faults associated with a power b faults activating at 20:22:11. At 20:22:12, the alarm progressed to a controller internal fault consistent with the report of the patient cutting their modular cable. These alarms are addressed under the controller and modular cable investigations. The pump was stopped at this time and did not restart for the remainder of the log file. No other notable alarms were captured. It was reported that patient cut their modular cable. The reason was unknown. The modular cable and system controller were exchanged. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 5 of the patient handbook, ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient cut their modular cable. The reason was unknown. The modular cable and system controller were exchanged. As pump did not want to restart after modular cable was replaced. The patient said the system controller got wet a few weeks ago. It was not believed that it was a system controller failure. It was believed it was due to the system controller that got wet. Log file recorded a driveline power fault associated with a (f3) ocp_b_open controller fault flag on (B)(6) 2026 at 20:22:09 which indicates that fuse b was opened. On (B)(6) 2026 at 20:22:12, an lvad_off alarm flag was recorded associated with a (f2) ocp_a_open was recorded, which indicated that fuse a was now also open. The left ventricular assist device (lvad) had lost power at this time. This system controller (B)(6) was connected to power module power at on (B)(6) 2026 at 21:42:26. External power was removed, and the system controller was shut down on (B)(6) 2026 at 21:45:25. The driveline power fault did not resolve.